Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect uim component would be replaced or repair however, a return good authorization (rga) has not been issued. At this time, vyaire medical has not received the suspect uim component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an unresolved distorted touchscreen display on the user interface module (uim) on this ventilator device. The customer stated no known reported patient involvement with this event.